Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient's parent stated that the patient that the patient had stomach pain and was taken to the doctor. The cgm was displaying 113 mg/dl. A bg was checked and it was 500 mg/dl. The patient was provided insulin shots by the doctor (6 units every 2 hours from 10am - 12am). At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.